Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Inspection of the photo revealed that the needle had pierced through the catheter tubing near the tip, confirming the reported defect of needle through catheter. It was also noted that media was present within the needle and catheter tubing. The presence of media throughout the unit, including the tip of the catheter tubing, indicated that the needle and catheter were correctly assembled at the time of venipuncture. Based on this evidence, the defect most likely originated during use due to user manipulation. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that an unspecified bd nexiva device had the needle throught the catheter during use. The following was reported by the initial reporter: "it was reported that needle punctured the plastic catheter after placed in the patient. Per complaint details received: site: lgh. Date: 2/5/2021. ID: (B)(4). Location: ed. Product: bd nexiva IV catheter. Product saved: no. Picture taken: yes, see attached. Description: picture of IV catheter who's needle punctured the plastic catheter after it was placed in the patient. Rn pulled it after feeling the resistance and noticed the broken sheath over the needle.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd nexiva device had the needle through the catheter during use. The following was reported by the initial reporter: "it was reported that needle punctured the plastic catheter after placed in the patient. Per complaint details received: site: (B)(6), date: (B)(6) 2021, ID: (B)(6), location: emergency department, product: bd nexiva IV catheter, lot: none provided, manf #: none provided, product saved: no. Picture taken: yes. Description: picture of IV catheter who's needle punctured the plastic catheter after it was placed in the patient. Rn pulled it after feeling the resistance and noticed the broken sheath over the needle."